Event description:
The consumer reported three (3) false negative results with the binaxnow covid-19 ag self test (dates performed unknown). This report is for test three (3) of three (3). The consumer went to urgent care for a test (method unknown) and received a positive result. It was noted that the consumer experienced a fever for several days and felt "terrible". No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date of event is an estimation as actual event date was not provided. Previous corrections: d9 - date returned to mfg null: ni to na e1 - address 1: ni to na e1 - city: ni to na e1 - postal code: ni to na e1 - phone number null: ni to na e1 - fax number null: ni to na e1 - email null: ni to na new corrections: d1 - brand name: binaxnow covid-19 ag self test 2ct to binaxnow covid-19 ag self test 10ct d4 - catalog #: 195-160 to 195-170 the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Manufacturer narrative:
B3: the date of event is an estimation as actual event date was not provided. D9 - date returned to mfg null: correction, na. E1: correction, all fields that were previously "ni" are "na". The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The consumer reported three (3) false negative results with the binaxnow covid-19 ag self test (dates performed unknown). This report is for test three (3) of three (3). The consumer went to urgent care for a test (method unknown) and received a positive result. It was noted that the consumer experienced a fever for several days and felt "terrible". No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date of event is an estimation as actual event date was not provided. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The consumer reported three (3) false negative results with the binaxnow covid-19 ag self test (dates performed unknown). This report is for test three (3) of three (3). The consumer went to urgent care for a test (method unknown) and received a positive result. It was noted that the consumer experienced a fever for several days and felt "terrible". No additional patient information, including treatment and outcome, was provided.